Manufacturer narrative:
Complaint confirmed for straight shots. This was due to normal wear on a reusable device. The device returned is beyond the one year warranty period.

Event description:
Information received that device formed straight shots.